Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "low insulin alert" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer reported the cartridge would be changed and insulin delivery would be resumed. The customer's blood glucose level was 220 mg/dl.